Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not functioning at all anymore. The customer's blood glucose level was 367 mg/dl. The customer also reported that crack in the back of the insulin pump over battery compartment. The insulin pump will be returned for analysis.